Event description:
It was reported that, "a pt had 11 separate admissions to the hosp and under went multiple cardio-conversions during each admission. At the time of his last admission, they noticed "red marks: on this chest where the perimeter of the defib pads had been placed. They are asking if this is a burn or an allergic reaction."

Event description:
Pt has atrial fibrillation and has been cardioverted approx 11 times, each time a different episode but shocked multiple time each episode. Pt has developed raised rd itchy area around perimeter of the defibullater pad. Question if this is a burn or allergic reaction to gel or pad.

Manufacturer narrative:
The risk mgr and materials mgr, implementation specialist were contacted in an attempt to obtain more specific info regarding this report. There was no catalog reference number available that would confirm that this is the defib pad distributed by conmed. No samples of the actual devices used are available. No photos were taken of the reported "red marks". No pathology samples were taken from the area to confirm what type of damage had occurred to the skin. No info was available on the joules used to cadio-convert or the exact number of conversions administered during each of the 11 separate admissions. There was no pt info available regarding known allergies. Conmed manfactures and sells numerous medical devices with medical grade acrylic adhesive borders. It has been our experience that some people are sensitive to adhesives. The surface of the skin may become irritated with multiple applications and/or aggressive removals. There was no info available on what type of skin prep may have been administered to his chest prior to the multiple cardio-conversions. With the multiple variables and the lack of definitive info, we are unable to answer their question of whether the "red marks" were burns or allergic reactions. However, burns are usually round and oval in nature and located at the metallic plate areas of the pads not at the perimeter of the adhesive edges of the pads. We will continue to monitor the complaints on all of the katecho mfg defib pads.